Event description:
The customer reported that the insulin pump had a no delivery alarm during priming. The customer stated that once she changed the infusion set, she was able to successfully prime the tubing. Blood glucose level at the time of the incident was not provided. The customer was advised that the reservoir would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Customer returning product. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.